Manufacturer narrative:
Patient information unknown not provided. If implanted, give date: not applicable, as healon is not an implantable device. If explanted, give date: not applicable, as healon is not an implantable device. (B)(6). MFR tel (B)(4). Per initial report, the device and/or the foreign material is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when injecting healon5 pro into the eye a small piece of plastic is observed. The surgeon aspirated the pieces out of the eye during operation. Patient will be checked after one month postop as routine check. No need for extra intervention. The material and/ir foreign material will not be available for investigation. No other information was provided.